Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a consult review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review of the presenting electrogram (egm), ts observed that the episodes contained noise artifacts on the right ventricular (rv) channel that appeared to be oversensed. It was noted that the rv lead is a non (B)(6) lead. Further review of the episode, ts determined that the oversensed noise signals led to the ICD device to inappropriately deliver anti-tachycardia pacing (atp) therapy. Ts discussed with the hcp the review findings. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).